Manufacturer narrative:
The device was returned and the evaluation found that the reported issue was due to insufficient cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material that remained in the device could not be specified. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.